Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was data sync error due to slow network. The technical support specialist examined server but and did not identify any upload errors in sync 2.0. It was confirmed that the issue may have been caused by a slow network. Following a reboot, the problem was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the patients and/or medications were not crossing over. The customer reported that due to this issue customer collected required medication from alternative station. There were no adverse events or injuries reported based on this incident.